Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a surgical procedure using a plate to treat charcot midfoot. The plate had to be removed due to wound dishence. The patient was admitted to mental facility sometime post-op.